Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that during cardiomems implant procedure on (B)(6) 2026, after the sensor was deployed, the sensor was displaced from the left pulmonary artery to the main pulmonary artery upon initial attempt at removing the cook medical 0.018 roadrunner guidewire. After accessing a second access site in the left groin, a second swan-ganz was used to block sensor migration. Interventional cardiology was able to re-advance the sensor in the left pulmonary artery using an additional swan-ganz and a snare, and. Satisfactory sensor placement was obtained. The physician does believe that the patient's anatomy contributed to displacement as the viable deployment location was more proximal in the left pulmonary artery than is typically preferred. The patient was hospitalized overnight for observation and a CT was completed, the results are unknown at this time. It was confirmed that this issue did result in a clinically significant delay.

Manufacturer narrative:
No device analysis results are available as the device remains implanted. The reported issue was investigated but cannot be confirmed at this time as the root cause is inconclusive. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.